Event description:
The customer reported a barcode misread on the ortho provue. This is the first of four incidents. No erroneous results were reported. (B)(4).

Manufacturer narrative:
On (B)(6) 2015 an ocd field engineer (fe) arrived at the customer site and went back through the sample camera adjustments per current service cd. The fe sent some labels to 2nd level support for analysis. The quality of the labels failed our analysis testing but were able to be scanned and read. This could be the reason for occasional misreads. The fe ran waddiagnostic to verify proper performance multiple times with my tubes. Repairs have returned this instrument to expected operation. The investigation determined that the most likely root cause of this event was a defective hand held scanner and poor quality barcode labels.